Manufacturer narrative:
The full lead was returned and analyzed. Analysis indicated that the helix exceeded specification the number of turns to extend and retract. The analyst noted that the helix would not be extended due to drive shaft lug stuck behind the retraction stop. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patieints right ventricular (rv) lead exhibited high thresholds, oversensing and diminished sensing. The lead was extracted. During the placement of the replacement lead it was discovered the helix on the lead would not extend or retract. The lead was removed and tested on the table with the same results. An alternate lead was eventually placed without further incident. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.